Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID [10027/24 or fsn-2023-cc-src-039], and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A bipap a40 pro device was returned to the third-party service center due to the complaint that the device's turbine was not working. No patient harm or injury was reported. The device was not in patient use. The returned bipap a40 pro device was evaluated at a third-party service center. Visual inspection found no evidence of foam degradation. Review of the event log confirmed a ventilator inoperative error code, indicating that the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. Based on the evaluation findings, the technician recommended replacement of the device's printed circuit assembly (pca) to address the issue. No repair was performed. The device will be scrapped per customer request.